Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was a cracked tube and foreign matter in the tube(s) biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there is something like scratches on the surface of some tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bdj received 6 actual samples and confirmed that gray stains were attached to the upper part of the tubes in a ring shape. 3 photos were forwarded to the manufacturer. The photos were evaluated and show white debris is on the tube above the see-thru banded label. Therefore, 100 retentions were visually inspected with no issues being identified as no debris was visually seen on the tubes. Bd was able to confirm the customer¿s indicated failure mode with the photos that were returned; however, the failure mode was not seen in the retention samples. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was a cracked tube and foreign matter in the tube(s) biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there is something like scratches on the surface of some tubes."